Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that they experienced high blood glucose as well as low blood glucose value. The customer¿s high blood glucose level was over 400 mg/dl and low blood glucose value was 54 mg/dl. The customer did not provide details regarding symptoms of high and low blood glucose. The customer treated high blood glucose with insulin pump and low blood glucose with carbohydrates. Customer declined to trouble shoot for high and low blood glucose. The insulin pump will not be returned for analysis.